Event description:
It was reported that the patient had their IPG explanted in (b)(6) 2023 due to discomfort at the IPG site and ineffective therapy. The lead remains implanted.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information and patient weight. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.